Manufacturer narrative:
A complete analysis and testing of 1 opened and used sensor performed the continuity resistance test and the sensor failed per specifications. However, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with food. Customer stated that he had 2 sensors out of the box that weren't working correctly. Customer stated that he waited a day and a half before he inserted a new sensor. The customer sent the sensors back for analysis.